Event description:
Device #2 malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure ot achieve hemostasis. It was reported that a physician trained in the use of perclose at device attempted arteriotomy closure of the common femoral artery after an interventional procedure. The device was inserted into the patient anatomy and the plunger was depressed per the instructions for use. Before the lever was returned to the original position to park the foot, the device was removed from the patient. During use of a second perclose at, it was noted that a foot break of the first device had occurred. A cuff miss occurred with the second device. The foot and "all materials" were surgically retrieved from the patient. Hemostasis was achieved surgically. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any relevant information. Device#1 - perclose at (part#12337-06; lot# 68001-6h), is being filed under medwatch report# 2953144-2008-02073.